Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), mitral regurgitation (mr) and death. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mr with a grade of 3-4. There was a barlow like mitral valve and bi leaflet prolapse. One clip was implanted, reducing mr to 2. On (B)(6) 2019, it was discovered that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4. The physician stated that the cause of the slda was due to pre-existing patient anatomy. Additional treatment was not performed. On (B)(6) 2019, the patient died due to heart failure. Per the physician, the slda contributed to the death. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incident. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The investigation was unable to determine a definitive cause for the patient effect of heart failure. Death is a cascading effect of heart failure. The mitral regurgitation (mr) was a symptom of slda. The reported patient effects of death, heart failure and mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medial affairs director. The reviewer concluded, death was not directly related to the device but slda has likely contributed to worsening heart failure leading to death. The slda was likely favored by the challenging valve anatomy preventing from optimal leaflet grasping. There is no indication of a product quality issue with respect to manufacture, design or labeling.